Event description:
During a coiling treatment procedure, it was reported the coil could not be detached. During removal, the coil detached in the y-connector. No patient injury reported.

Manufacturer narrative:
The pusher assembly was returned for evaluation and confirmed the implant coil had detached, but the evaluation could not determine the cause of the event.